Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia with a fingerstick blood glucose of 60 mg/dl, following prior elevated readings and a subsequent correction, while using the ilet bionic pancreas; troubleshooting and education were provided, including guidance on fast-acting carbohydrates. Symptoms included feeling foggy upon awakening due to the low blood glucose. Outcomes included transient impairment that resolved after the user consumed four glucose tablets and returned to a blood glucose of 152 mg/dl within approximately 30 minutes, without assistance or medical intervention. Investigation included complaint handling and user education. Investigation of this case revealed no device malfunction and that the cause of the hypoglycemia was unclear, potentially related to correction dosing and early use adaptation. It was concluded that the event was user-managed without clinical sequelae and that no device-related failure was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.